Manufacturer narrative:
As the reported complaint sample was disposed of by the user and not returned, angiodynamics is unable to perform a device evaluation. The complaint could not be confirmed. The root cause for the reported defect is unknown. Based on information provided, there was no device malfunction, the most likely root cause for the reported complaint is that the physician failed to follow the instructions for use by not verifying the location of fiber prior to engaging the laser generator. The instructions for use, which is supplied to the user with this catalog number, contains the statements: "insert the nevertouch laser fiber into the sheath until the fiber stop assembly comes in contact with the proximal end of the sheath hub. Remove fiber stop assembly. Pull the sheath back and lock it to the sheath-lok fitting. Confirm location of the fiber using ultrasound guidance. Move the sliding sheath gauge distally flush to the insertion site, to mark the final position of the sheath. Check position of fiber end and sliding sheath gauge; adjust position if necessary. Activate the laser by depressing the foot pedal." If the device becomes available, the complaint will be reopened and the sample will be investigated. During the review of the manufacturing records for the lots that was obtained through a ship history review it was observed that the malfunction lots meets all device specifications and quality requirements. A review of the angiodynamics complaint system noted no trends for this complaint type and product family. This type of complaint will continue to be monitored for trends. Complaint# (B)(4).

Event description:
A female patient of unknown age presented for an endovenous laser treatment procedure of the bilateral lesser saphenous veins. The physician had completed the first of the two ablation and was deploying the sheath and fiber into the second vessel. The physician reportedly lost track of the fiber. The physician activated the laser generator believing the fiber was in the sheath which was in place inside the vessel. It was reported that the fiber in fact had not been advanced into the sheath and slid under one of the legs of the patient. The physician heard a pop and realized he had never inserted the fiber into the sheath. The tip of the fiber came into contact with the leg of the patient and as a result, the patient suffered a small area skin burn. The physician applied an over-the-counter topical antibiotic and a bandage on the patient. The physician successfully completed the case with this device. There was no report of permanent harm or injury to the patient.